Event description:
It was reported the patient had lost stimulation sensation after falling backwards on to the device. It was stated the patient fell on to the battery itself, and was in severe pain since the fall. The patient visited the emergency room, where x-rays were taken of the ins and extension area, but no problem could be seen on the x-rays. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3776-60, lot # v399645029; lead model 3776-60, lot # v401596028, programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).